Event description:
During the initial evaluation of the video system center, the communication error (E333) was observed. There was no patient involvement reported.

Manufacturer narrative:
The investigation is still ongoing. A supplemental report will be submitted when the investigation has been completed or when new and significant information becomes available. Olympus will continue to monitor the field performance of this device.